Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400-500mg/dl range on (B)(6) 2017 customer's blood glucose value was 499 mg/dl customer treated with manula shot and insulin pump customer declined further troubleshooting on high blood glucose issue due to damage and fluid in the insulin pump customer reported damage to the screen and back of the insulin pump and also breaking belt clip customer stated that insulin pump was dropped due to broken belt clip possible leaks troubleshooting was performed, and self test passed advised customer to discontinue use of insulin pump and revert to back-up plan per healthcare professional instructions sending replacement insulin pump and reservoir insulin pump is returning for analysis advised to return reservoir as well.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No air bubble build up inside reservoir noted during testing. Unit was received with minor scratched lcd window, scratched case and broken off the belt clip rails. No smell of insulin or fluid/moisture damage inside reservoir compartment, on electronic assembly or motor assembly noted.